Event description:
The device is included in the fa-q424-hf-3 heart failure cloud fmr migration ¿ hospital system (cm3100) unable to send readings initiated on 21oct2024.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.